Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 300 mg/dl and the current blood glucose level was 410 mg/dl. The customer was assisted with troubleshooting. Customer also stated that after troubleshooting the blood glucose level was 324 mg/dl. Customer don¿t want to submit the blood glucose for the auto mode when the blood glucose was running in the level of 400 mg/dl. The customer was treated with insulin pump. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.